Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. Subsequently, the patient developed an infection and was admitted for investigation and treatment. Patient had a dair procedure, debridement and implant retention. The device remains implanted and the outcome is considered continuing. No further information is available.

Manufacturer narrative:
D10: 304-22-09 - humeral stem or stemless. 320-38-00 - reverse humeral liner. 320-10-00 - reverse humeral tray. 320-01-38- reverse glenosphere. 320-15-05 - glenosphere locking screw. 320-15-01 - reverse glenosphere baseplate. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.